Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer replaced solution 1, the pump, the valve and meia lamp, and decontaminated the lines. No impact to pt management was reported.